Event description:
The patient experienced a loss of therapeutic effect on his left side. He also felt an uncomfortable sensation when impedance tests were done. Impedances were greater than 2,000 ohms on some of the unipolar pairs, specifically case and 0 and case and 1. The device was programmed around the open circuits. Further information is being requested from the hcp.